Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that was an occlusion. Blood glucose level at the time of the incident was 300 mg/dl which was treated with manual injection. Troubleshooting was completed. During troubleshooting for the occlusion, the customer reported there was no occlusion alarm. Auto mode was not active during the incident. The pump will be returned for analysis.